Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified device is confirmed fractured into two pieces in the center. Strike plate shows indentations from previous uses. Threaded tip and handle body show nicks and gouges. Indentation marks are present around the center of the device at the approximate fracture area. No other damage was noted. Reported event was confirmed by review of complaint sample. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the cup positioner fractured. Backup instrumentation was used to complete the procedure without further incident. There was no patient impact and no adverse events have been reported as a result of the malfunction.